Event description:
It was reported that the implantable neurostimulator (ins) was turning itself off. It was recommended that pt show the company rep how she used the pt programmer to confirm pt was not turning off the ins herself. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).